Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal worked normal until the doctor pullback lightly on the device. Suddenly the suture cut, the doctor didn't use any power and didn't grasp the tube at all. It was reported that they needed to compress manually but there wasn't any harm for the patient. It was reported that everything removed from patient without additional handling and there was no blood loss.